Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels of 50 mg/dl. Reportedly, the customer delivered multiple boluses and ¿stacked insulin¿ to address a bg level ranging from approximately 200- 300 mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.